Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l5-s1 tlif due to l5-s1 stenosis. It was reported that the extender would not disengage from the screw because the extender became bent at some point. Product came in contact with patient. There was no symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.